Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the only complaint reported for this lot number, a device history record (DHR) review is not required. Investigation summary: one tunneler from a 14.5 fr d/l hemosplit 27 cm str hemodialysis catheter with surecuff kit and one electronic photo were returned for evaluation. Gross visual and microscopic visual evaluations were performed. A photo review was also performed. The investigation is confirmed for damaged/defective tunneler, specifically for a fracture/split in the plastic tunneler sheath, as the tunneler was observed to be exiting the sheath through the side of the sheath. The tunneler had a noticeable curvature. The split was on one side of sheath at the conical end and had a length of 3.5 cm. The split extended to the end of the sheath at the conical region. The definitive root cause could not be determined based upon available information. Substantial bending in the tunneler while the sheath was over the curvature appears to have contributed to the observed split in the sheath. Excessive forces on the tunneler and/or tunneling without sliding the sheath over the tunneler-catheter connection may have contributed to the observed split in the sheath. Other potential contributing factors are improper dimensional design, improper design selection, improper material selection, incomplete product qualification, effects of sterilization not accounted for, and effects of shipping and handling not accounted for. Procedural issues may have contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date: 03/2020

Event description:
It was reported that during dialysis catheter placement the tunneler allegedly broke. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during dialysis catheter placement the tunneler allegedly broke. It was further reported that another device was used to complete the procedure. There was no reported patient injury.